Manufacturer narrative:
The description of the event or problem on initial report has been corrected. No adverse event or other serious injury was reported.

Event description:
The customer reported via phone call she has a blank display. While changing the battery customer states the contacts on the battery cap are missing. The customer's blood glucose at the time was 15.4 mmol/l. The customer was advised that a she will be shipped a new battery cap, to discontinue use of the insulin pump and revert to a backup plan per the health care providers instructions until a new battery cap arrives. The device will not be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose and received a no delivery alarm. Customer's blood glucose was 445 mg/dl and caller stated that the entire infusion set was changed. Customer's blood glucose is 320 mg/dl today. Customer also has a no delivery alarm. Caller stated that this happened 4 times this week. Caller stated that it occurred during normal use of the pump. Customer was treated with a manual injection of 8 units and diet soda. After the customer changed the site, the customer also treated with a bolus. Caller stated that the insulin did exit the tubing and the cannula was not bent. It was explained that the site may have been occluded. Caller was advised to do a complete set change. Customer will be sent a replacement infusion set and reservoir.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.